Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the site was trying to position the imaging system over the patient to take the first spin of the day, the system would not move. The gantry was functional and the tube/detector would rotate, but the motor drive of the system would not engage. They disengaged the clutch and manually moved the system to position it over the patient for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation revealed that the f3 fuse, the power supply and the motion control board were all blown. Replacement of the aforementioned parts along with the x-ray hand-switch and the mobile view station (mvs) cable assembly resolved the issue. No further issues were reported. Analysis of the returned motion control board confirmed the electrical damage as the board failed to boot the imaging system when tested. Analysis of the returned cable assembly confirmed that it was burnt out with dead led. Analysis of the returned x-ray hand-switch could not confirm any failure as it operated without issues. The blown fuse was discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site was trying to position the imaging system over the patient to take the first spin of the day, the system would not move. The gantry was functional and the tube/detector would rotate, but the motor drive of the system would not engage. They disengaged the clutch and manually moved the system to position it over the patient for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.